Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch #165d92. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. In addition, a tyvek was received along with the sample. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 165d92, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device plee60a lot number c9eh9j and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Is the current patient status known? Pt is fine. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Longer anaesthetic time. 3. Could you please clarify how long was the delay (hours/minutes)? 15 minutes. 4. Was there any patient consequence as a result of the procedure being prolonged? No.

Event description:
It was reported that during a gastric bypass the surgeon fired gun and battery appeared to fail. Opened medtronic gun and completed procedure the surgery was delayed due to the reported event. Number of minutes is 15, the procedure was successfully completed. The device was successfully fired 3 times and on the 4th time the jaws of the device were closed and surgeon engaged the firing trigger and the battery did not engage, it was like it was flat.